Event description:
The chait was placed in the patient in 2008. At approx three months later, patient called the facility notifying them that the trap door broke just below the hub, in the tubing. The pt returned to the facility, and had the catheter replaced with a new one. Patient is well.

Manufacturer narrative:
Lot number not provided by reporter. Device unknown, as the lot number was not provided. No product was returned to assist us in this investigation. Unfortunately, without the actual complaint device, we are unable to determine with certainty, how this event may have occurred. The appropriate individuals have been notified of this matter. We will continue to monitor for similar reports.